Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic vaginal discharge, cystocele, rectocele, enterocele, urethrocele, stress urinary incontinence, and urinary frequency.

Event description:
It was reported that following insertion the patient experienced chronic vaginal discharge, cystocele, rectocele, enterocele, urethrocele, stress urinary incontinence, and urinary frequency.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2007 due to vault prolapse, anterior and posterior symptomatic cystocele, and symptomatic rectocele. That patient experienced extrusion, infection, recurrence, bleeding and urinary, bowel and neuromuscular problems. (B)(4).